Event description:
Patient developed an infection. Revision surgery was scheduled to exchange the poly inserts.

Manufacturer narrative:
Patient developed an infection. Revision surgery was scheduled to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to spec. All sterilization requirements were met.